Event description:
It was reported that a patient fell out from a sling while being transferred from a bed to a chair using a maxi move 3 lift. The customer representative stated that the sling was not properly attached to the lift by the aide and the lift was being operated by only one aide. The patient suffered multiple vertebrae fractures, a fractured scapula and a head laceration and required a hospitalization. All lift functions were tested and confirmed to be working properly.

Manufacturer narrative:
D4: no UDI number is available as the device was manufactured before UDI implementation. Class I devices and accessories manufactured after 24th sep 2020 will have the UDI number assigned.